Event description:
Our ref: 2006 06204/1-mhra ref: 2006/006/008/291/002 - alleged underinfusion. Patient's spouse called staff as pt struggling with breathing was coughing and restless. Syringe driver and pump charts checked and found that the pt had not had any midazolam since lunch as the driver wasn't working. Nurse in charge of care was asked if she knew how to check the driver and document it and she confirmed that she did. No details of pump settings or whether an alarm was activated. Pt given dose of midazolam as per prescription and saline nebuliser given. No reports of injury.

Manufacturer narrative:
Manufacturer completed the entire form. H3: return of device to manufacturer for evaluation anticipated. Follow up MDR will be sumbitted.